Manufacturer narrative:
Concomitant medical products: product ID: 9736401, lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. The router was replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer not connected. There was no patient involved. Troubleshooting was performed via the ndi tool box, bypassing poe, and a different port on router.